Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years 6 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that 7 years 6 months post implant of this bioprosthetic valve, the patient presented with increased fatigue and new arrhythmia's. An echocardiogram showed peak gradients of 60 mmhg with mild pulmonary stenosis and pulmonary regurgitation. As a result the device was replaced transcatheter pulmonary bioprosthetic valve (tpbv). A balloon valvuloplasty was performed. Final gradient was 20 mmhg with minimal regurgitation. No additional adverse patient effects were reported. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Added weight, updated patient and device codes. If information is provided in the future, a supplemental report will be issued.